Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number and date of manufacture for the device are unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's daughter reported that due to her mother's adc freestyle lancing device not working, her mother experienced a seizure at 9:45pm on (B)(6) 2016. Paramedics were summoned and tested the customer, with a result of 477 mg/dl on their meter. The customer was brought to a hospital, and diagnosed with hyperglycemia. The daughter reported that her mother received unspecified medical treatment, but was unable to provide further details of the treatment received by paramedics or at the hospital. She did report her mother received "some type of test like a scan, MRI or eeg for the seizure at the hospital", however no additional diagnoses/results were reported. There was no report of death or permanent injury associated with this event.